Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/sep/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ventilator had no air.the ventilator was not in use on a patient at the time of the event . The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 21dec2018. Multiple attempts have been made to try to obtain additional information, however, no response was received from the customer. Philips was not authorized to repair the device at this time. A supplemental report will be submitted if new information becomes available. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.